Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level read "high"; a specific value was not provided and experienced dry mouth and frequent urination. Elevated blood glucose was addressed with a manual dose injection. During systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed, and insulin therapy resumed. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.